Event description:
It was reported with the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of supplement bottles were observed to have visible fungus contamination. It was not provided if the contamination was observed before, during or after use. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MFR# 1119779-2025-00252 was sent in error. This event was previously reported via MFR# 1119779-2024-01064.